Event description:
It was reported that during a da vinci s prostatectomy procedure, the distal end of the prograsp forceps instrument broke, resulting in a piece falling into the pt. The piece was successfully retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for evaluation, a follow-up MDR will be submitted.